Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the phacoemulsification portion of a cataract extraction with intraocular lens implant procedure, a system message was displayed and the footswitch stopped. The staff tried several times to restart the footswitch. The patient was transferred to another facility for completion of the case as there was no back up footswitch at the original facility.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer indicating a different surgeon at the new location completed the case.

Manufacturer narrative:
This is a (B)(6) year old patient scheduled for cataract extraction with intraocular lens implant (iol) on the left eye (os). The surgeon confirms that after the case began (after the incision and phaco sculpt was performed) the footswitch stopped working. There was a displayed message and this caused a delay which lasted 2 hours. The staff was unable to progress the case at that point. The surgeon determined that the patient would require completion of the case at another facility. The time frame of which is not identified in the questionnaire provided back from the surgeon. However, the questionnaire does mention that 5 cases to follow were subsequently cancelled. The following is additional information submitted in the questionnaire: the incision was 2.4 mm and was made at 11 am. The balanced salt solution (bss) was stored at room temperature and was used during the case. The ophthalmic viscoelastic device (ovd) was used during the case. The duovis covd was not removed from the eye until the case was moved to another facility and resumed to completion (per the questionnaire). The phaco tip was listed as ¿bevel up, below the iris plane, and torsional was used at 50%. The aspiration level was listed at 23 and the vacuum level was listed at 100 mmhg. A two handed technique was also listed. The system operator¿s manual contains instructions for proper prime and setup. The information about the specific use of the footswitch states: ¿when out of use, the wireless footswitch hangs on the back of the system. If used wirelessly, its internal lithium ion battery is charged inductively through the rear panel. If wired to the system, and system power is turned on, the footswitch battery is charged through the cable. There is no evidence that the design or manufacturing of the system contributed to the reported event. The customer reported that the system footswitch was being used during surgery when a system message (sm) displayed and did not work. The surgery was cancelled and the patient was transferred to another facility to complete the surgery. Additional information was received from the customer indicating a different surgeon at the new facility completed the case. The company service representative examined the associated system and footswitch and both functioned as intended. The footswitch was replaced as a preventative measure. The system and footswitch were then tested and met all product specifications. The footswitch was manufactured on february 27, 2014. The associated system was manufactured on november 23, 2015. Based on qa assessment, both products met specifications at the time of release. The footswitch was found to meet specifications; therefore, the root cause of the reported event of the ¿footswitch ¿ not responding¿ cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).